Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar forceps instrument to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. The continuity test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument's jaws were stuck to tissue. While retracting tissue, the jaws became stuck on omentum and small bowel tissue, and the tissue was torn. Electrolube was applied to the instrument prior to use. It is unknown what intervention was required to address the torn tissue. The procedure was completed robotically.